Event description:
Information was received from a health care professional (hcp) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had discomfort at implant site due to significant weight loss and fall, affecting the pocket. No impedances were found and it was clear that the pocket needed to be revised. Pocket revision was performed, repositioning the ins pocket deeper, with battery replacement and the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.